Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pacemaker exhibited premature battery depletion. No device intervention was performed. Patient was stable.

Event description:
New information received stated that the pacemaker was explanted and replaced on (B)(6) 2018. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
Correction: date received by manufacturer in the initial report was reported as (B)(6) 2018 and was incorrect. The correct date received by manufacturer is (B)(6) 2018.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. Testing was performed to isolate the source of the premature battery depletion and indicated that the rapid depletion is consistent with a rf circuit latch-up condition, which cleared after battery was fully depleted.